Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed and no deviations or anomalies were identified. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. The primary surgical notes indicate that the patient underwent right and left mis total knee arthroplasty to treat severe tricompartmental arthritis with ankylosing spondylitis in both knees. After bony resections, osteophyte removal, and posterior capsular release, trial components were implanted. Excellent range of motion with good stability in both flexion and extension were obtained with well central patellar tracking. Trials were removed, loose debris were cleared, and the bony surfaces dried after pulse lavage. The final tibial, femoral, and patellar implants were cemented and excess cement was removed. Axial pressure was applied in extension until the cement hardened, with a trial poly in place. The knee was put through the full range of motion. The trial poly was removed, the dovetail of the tibial component was checked, and the final articular surface was implanted and noted to seat well. The knee was stable with good range of motion with the patella tracking centrally. No drop-down stem was implanted. No intraoperative complications were noted. The revision surgical notes state that there were no obvious signs of infection in the right knee 8 years post primary surgery. The patient underwent revision due to loosening of the mis tibial component with instability and pain. Inflamed synovium, which is typical in some mis loosening scenarios, was removed. The tibial component was grossly loose. The patella had significant wear, possibly from third-body wear. Both the tibial and patellar polyethylenes were pitted and eburnated. The tibia had some moderate bone wear from subsidence and poly debris. The surgical notes confirm that an mis tibial component was implanted without a drop-down stem, and then loosened. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer biomet implemented a corrective action, therefore, it constitutes a "previously addressed labeling issue" as the root cause.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and tibial loosening.